Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1804501, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was deployed into the brachial artery, with the physician knowing and understanding this is off label. The vcd deployment went fine. For 10 minutes, everything was going well. The physician held pressure for about 10 minutes, then the scrub tech, took over. Then another health care professional (hcp) took over and noticed a hematoma forming. The physician was called in and the physician took over. With concern that the nerve might be damaged, the physician called in a vascular surgeon and it was determined that they may need to take the patient to surgery to avoid permanent nerve damage. The physician does not believe it was a problem with the mynx. The last hcp said that she didn¿t know how to hold pressure. The physician believes it was a pressure/holding issue.

Manufacturer narrative:
Initial reporter us phone number: is being corrected. Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) was deployed into the brachial artery, with the physician knowing and understanding this is off label. The vcd deployment went fine. For 10 minutes, everything was going well. The physician held pressure for about 10 minutes, then the scrub tech, took over. Then another health care professional (hcp) took over and noticed a hematoma forming. The physician was called in and the physician took over. With concern that the nerve might be damaged, the physician called in a vascular surgeon and it was determined that they may need to take the patient to surgery to avoid permanent nerve damage. The physician does not believe it was a problem with the mynx. The last hcp said that she didn¿t know how to hold pressure. The physician believes it was a pressure/holding issue. Additional information indicated that the hematoma was resolved with surgery. The product was stored as instructed per labeling. The device was not returned for analysis. A device history record (DHR) review of lot f1804501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Access site hematomas are a common procedural complication and is listed in the IFU as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and proper manual pressure application. Since it was reported by the physician that this event is not believed to be a mynx issue, but rather a pressure/holding issue, then the issues experienced is most likely related to post-procedural treatment after closure of the puncture site. Additionally, it was reported that the patient experienced nerve damage along with the hematoma. Nerve damage after a trans-brachial catheterization can be caused by the compression or trauma of the brachial nerve, and manifest as numbness or a tingling sensation in the hand/fingers. Many factors could have contributed to the nerve damage reported, such as accurate puncture technique, appropriate sheath size, and adequate manual pressure application. It is possible that an injury to the nerve occurred during the compression pressure applied by the health care professional which reported ¿didn¿t know how to hold pressure¿ since the issue was noted at that time. According to the instructions for use, which is not intended as a mitigation, ¿mynxgrip is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ additionally, users are informed that prolonged access site-related bleeding is a potential risk associated with closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. No corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.